Event description:
A customer contacted baxter global technical services(gts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) advised the home patient(hp) to use new disposables. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The nurse was contacted on (B)(4) 2011. The nurse stated that the home patient (hp) was placed under care of hospice and passed away. There is no evidence that the device or disposables were causally related to this event.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.